Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Primary analysis finding: interference/noise was noted. Clustering of variable heart rate episodes and apparent good lead performance otherwise (sensing, capture, impedance) is suggestive of possible interference.

Event description:
It was reported that on one diagnostic event that there seems to be a lot of ventricular over sensing possibly due to noise however the electrogram is suggestive of ventricular tachycardia/ventricular fibrillation with wide morphology. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.